Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of the reported information, it was noted that the caregiver reported the unspecified infection was not peritonitis. As a result, the reported event of sepsis would not have been due to a peritonitis event and was most likely due to the perforated diverticuli; consequently, the pd disposable device is no longer considered suspect product in this event. Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as perforated diverticuli. The patient was hospitalized prior to the patient¿s death due to an unrelated event. While hospitalized the patient was diagnosed with sepsis. Treatment details for sepsis were not reported. It was not reported if an autopsy was performed. On an unknown date the peritoneal dialysis was discontinued and the patient was place on hemodialysis. Due to this, peritoneal dialysis therapy was not being performed prior to patient¿s death. No additional information is available at this time.